Event description:
Event description guidant received information that there was noise on the ventricular lead. The device was storing false episodes of ventricular tachycardia due to the noise. The patient almost felt syncopal. The noise is also inhibiting pacing. The caller cannot reproduce the noise with isometrics and pocket manipulation. The thresholds and impedances are good. The sensitivity is set to bipolar with the autosense feature turned on.